Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that he did not insert correctly his infusion set and he was not receiving insulin for more than a day. Troubleshooting was performed. The caller stated that the insulin pump alarmed. Assisted the caller to disconnect and to remove the reservoir form the insulin pump. Then the customer was assisted to program a bolus into the air, and the bolus was not recorded in the bolus history. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. However, the device alarmed during a self test, and the device had high idle current.